Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the root cause could not be determined. If relevant additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is currently not available for evaluation. The lot number was provided and no deviations were found in the batch review. If additional information becomes available, a follow-up report will be submitted.

Event description:
A distributor contacted baxter product surveillance to report a 1.2 micron extension set in which the nurses using the extension set were experiencing "occlusion problems". There was no report of patient injury in association with this event. Patient involvement is unknown. No additional information is available.